Event description:
It was reported that the patient was having high pulse and chest pain. The patient was having chills since implant and was running a 99 degree temp. The patient could not eat, was nauseous and had chills. The patient was having gas and stomach issues even when she didn't eat. The patient was working with a cardiologist. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-33, lot# v768769, serial# implanted: 2011 (B)(6), explanted: product typ lead product ID 3037 lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).